Manufacturer narrative:
(B)(4). Batch # m55m0y. The analysis found that one pve35a device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button and manual override worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed: no, the device looked after the firing process. The tissue was cut and stapled perfectly, however the device could not be opened afterwards. What troubleshooting steps were attempted to open the device (knife reverse button, manual override): correct, first the knife reverse button was tried and afterwards manual override. Did the jaws of the device eventually open: no.

Event description:
It was reported that during a thorax procedure, after firing the stapler, the anvil could not be opened anymore; thus the operating room nurse could not reload the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.